Event description:
The customer reported the au5800 chemistry analyzer generated false high sodium (na) paitent results. The erroneous results were not reported outside of the lab. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. Customer provided one (1) patient result.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and determined the ise (ion selective electrode) buffer valve malfunction. The fse repalced the ise buffer valve to resolve the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).